Manufacturer narrative:
The last calibration performed on (B)(6) 2021 was ok. Quality controls were outside of range. Upon review of the alarm trace, an abnormal aspiration error was observed. The field service engineer determined there was an electrical failure. A valve did not have power due to a severely corroded plug. A wash station was also broken. The engineer pulled all wires and cleaned the contacts. The broken contact was repaired and the wash station was replaced. Fluidic and mechanical adjustments were performed. The customer ran calibration and controls; results were within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 8000 c 502 module. The first patient sample initially resulted in an hba1c value of 9.4 % and this value was reported outside of the laboratory. The doctor questioned the value since it did not match the patient's history. The sample was repeated, resulting in a value of 5.0 %. The sample was also repeated on a second c502 analyzer, resulting in a value of 5.0 %. The repeat value was believed to be correct. Based on the discrepancy with the first sample, the customer pulled patient samples for repeat testing and found discrepant results for two additional samples. The second patient sample initially resulted in an hba1c value of 7.9 % and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 6.4 %. The sample was also repeated on a second c502 analyzer, resulting in a value of 6.9 %. The repeat value was believed to be correct. The third patient sample initially resulted in an hba1c value of 8.6 % and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 5.3 %. The sample was also repeated on a second c502 analyzer, resulting in a value of 5.2 %. The repeat value was believed to be correct. The hba1c reagent lot number was 53137401, with an expiration date of 31-jul-2022.